Manufacturer narrative:
Batch review performed on 30 august 2022: lot 091110: (B)(4) items manufactured and released on 31-may-2009. Expiration date: 2014-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 10 years and 4 months from the primary surgery the surgeon performed a washout and revised the poly and the surgery was completed successfully.